Event description:
Affiliate reported that the device was explanted. No additional information is available.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be filed.